Event description:
It was reported that there was infection in the device pocket and the system was explanted on (B)(6). At the time of the report, the patient was alive with no injury. The pump delivered morphine. It was later reported that perioperative antibiotics were administered. There was drainage, and the event is ongoing. It was noted that the patient had a history of (B)(6). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6),explanted: 2014 (B)(6); product type catheter. (B)(4).